Event description:
Rn answered patient's call light sometime around 0800, and found the bed covered in blood. The blunt tip cannula of the IV connector had become separated from the IV tubing, so patient was bleeding from the IV, as well as fluids running into the bed. Patient's rn was notified, blunt tip cannula was disconnected, and fluids stopped.